Manufacturer narrative:
Device analysis report attached. This report is submitted on may 24, 2023.

Event description:
Per the clinic, the patient experienced an infection, skin breakdown and skin necrosis at the implant site (specific date not reported). Subsequently, the patient underwent skin revision surgery on (B)(6) 2022, and the device was explanted during the same surgery. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.